Manufacturer narrative:
Section h6: device was received in a condition which made analysis impossible. Customer returned an empty vial.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 18.4 mmol/l and 8.9 mmol/l.